Manufacturer narrative:
(B)(4). The biomed informed manufacturer technical support who followed up about the issue, that they ordered a replacement pressure module.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm), the lights on the pressure pod assembly stayed yellow and would not turn green. When the simulator was used, it did not recognize the pressure pod. The biomed tried different ports but the issue remained. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed via the manufacturer trained user facility biomedical engineer (biomed) observation. Diligence attempts were unsuccessful to receive the part back for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.